Event description:
The hcp reported the patient experienced severe agitation and sweating. These symptoms improved, but the patient's tone decreased. Initially, the hcp thought these symptoms were secondary to severe constipation associated pain and spasticity, but then the hcp noted signs of rhabdomyolysis. The patient was sent home, but approximately a week later was re-admitted to the hospital with the same, but worse, symptoms; these symptoms did not resolve. The patient was treated for rhabdomyolysis. After another week, it was suspected that the pump was functioning poorly intermittently, therefore, the patient underwent pump (implant duration of 67 months) and catheter replacement surgery. During the replacement surgery, the pump's reservoir volume was checked and "may have been slightly higher than expected". The catheter was easily aspirated. The patient recovered without sequela, although the hcp noted the patient did suffer renal compromise during the event. The drug contained in the patient's pump was compounded baclofen (4000 mcg/ml) delivering 300 mcg/day.

Manufacturer narrative:
The catheter was returned in three pieces. Final device analysis revealed a hole at the distal end of the second proximal piece. The hole is at the tip of the metal connector pin. Also, final device analysis of the pump revealed no anomaly found, normal device function.